Event description:
The pump was returned for investigation. Investigation revealed a force sensor issue and damage to the battery compartment. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the force sensor was found to be out calibration. Additionally, the battery compartment was found to be cracked. (B)(6).